Event description:
Information was received indicating that this syringe infusion pump exhibited a motor not running error. No adverse patient effects were reported as there was no patient involvement.

Manufacturer narrative:
One used pump was returned for investigation. A visual inspection found the device to be in poor physical condition; the top case was chipped and cracked. A "motor rate error" was present in the event history log. Flow testing was performed and the reported error was duplicated. The likely cause was determined to be the stepper motor, which was replaced. A root cause for the bad motor could not be determined.